Event description:
It was reported that during use with an unspecified bd IV catheter the catheter tip was damaged and leakage occurred. There was no injury to patient. The following information was provided by the initial reporter, translated from chinese to english: the patient was transferred to the department of intensive care medicine after the operation. The time of admission was 16:17, (B)(6) 2023. At 03:00, (B)(6) 2023, a small amount of fresh bloody fluid was found at the puncture site of the left dorsalis pedis artery, and the dressing was changed once. A small amount of bloody fluid exuded from the puncture site. At this time, the patient's vital signs were stable, body temperature was 37.5°c, pulse rate was 98 beats/min, respiration was 16 beats/min, blood pressure was 136/82 mmhg, and the oxygen inhaled by the mask was 100%. Discovered at 05:00 bloody fluid exuded from the puncture site of the left dorsalis pedis artery again, which increased more than before. The dressing was changed again and a pressure bandage was given. At this time, the patient's vital signs were stable, with a temperature of 37.3°c, a pulse of 109 beats/min, and a respiration of 16 beats/min. , blood pressure 133/91mmhg, mask oxygen inhalation blood oxygen 100%, 07:00 found that the patient's left dorsalis pedis artery puncture site bleeding increased significantly compared with before, the arterial catheter was removed immediately, and the catheter tail of the arterial indwelling needle was found to be broken, connected to non-invasive blood pressure monitoring at this time, the patient's vital signs were stable, body temperature was 37.4°c, pulse rate was 104 beats/min, respiration was 16 beats/min, blood pressure was 147/97 mmhg, and oxygen inhaled by the mask was 99%.

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that during use with an unspecified bd IV catheter the catheter tip was damaged and leakage occurred. There was no injury to patient. The following information was provided by the initial reporter, translated from chinese to english: the patient was transferred to the department of intensive care medicine after the operation. The time of admission was 16:17, (B)(6) 2023. At 03:00, (B)(6) 2023, a small amount of fresh bloody fluid was found at the puncture site of the left dorsalis pedis artery, and the dressing was changed once. A small amount of bloody fluid exuded from the puncture site. At this time, the patient's vital signs were stable, body temperature was 37.5°c, pulse rate was 98 beats/min, respiration was 16 beats/min, blood pressure was 136/82 mmhg, and the oxygen inhaled by the mask was 100%. Discovered at 05:00 bloody fluid exuded from the puncture site of the left dorsalis pedis artery again, which increased more than before. The dressing was changed again and a pressure bandage was given. At this time, the patient's vital signs were stable, with a temperature of 37.3°c, a pulse of 109 beats/min, and a respiration of 16 beats/min. , blood pressure 133/91mmhg, mask oxygen inhalation blood oxygen 100%, 07:00 found that the patient's left dorsalis pedis artery puncture site bleeding increased significantly compared with before, the arterial catheter was removed immediately, and the catheter tail of the arterial indwelling needle was found to be broken, connected to non-invasive blood pressure monitoring at this time, the patient's vital signs were stable, body temperature was 37.4°c, pulse rate was 104 beats/min, respiration was 16 beats/min, blood pressure was 147/97 mmhg, and oxygen inhaled by the mask was 99%.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. Initial reporter phone #: (B)(6) . H.4. Device manufacture date: unknown. H.6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.